Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755-s], s/n (B)(6), found complaint unverified - found no issues with rtm finding ins. The arrow rubbing off. This does not impact the functionality of the recharger. Passed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported issues charging their implanted neurostimulator lately. Patient described seeing batteries low replace controller batteries soon as well as an increase in implant charge duration. Patient reported the other day they sat for an hour and the implant was not fully charged, whereas it typically would be. Patient commented they had to go to work with the implant only at 50% and added that they sat for an with the light blinking green indicating that the implant was charging and the implant battery decreased to orange. Patient commented the paddle was warm. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient reset the controller, blew air into the port, and connected the recharger. Patient reported batteries screen with recharging displayed and then recharging interrupted and cable disconnected; patient confirmed recharger was still plugged in. Patient then reported batteries empty replace controller batteries soon. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Patient reported first seeing batteries low message, but stated the increase in charge duration was prior to that date.